Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline stent that failed to open at the distal end. The patient was being treated with flow diversion for an unruptured saccular aneurysm of an ophthalmic segment of an internal carotid artery. Vessel tortuosity was normal. It was reported that all devices were prepared as indicated in the instructions for use (IFU). The pipeline stent did not open at the distal end when deployed. The physician removed the stent and replaced with another pipeline (model # ped2-475-20) which was implanted successfully to complete the procedure. There was no harm or injury to the patient.

Manufacturer narrative:
The pipeline flex distal hypotube does not appear to be stretched and the ptfe shrink tubing was intact. The proximal bumper, re-sheathing pad and re-sheathing marker were found intact. The distal and proximal dps restraints were found to be intact. The ptfe sleeves were found intact with no signs of damage. No damages were found with the tip coil. The pipeline flex braid was not found with the pusher. The reason for the pipeline flex braid not returning could not be determined. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ could not be confirmed. The pipeline flex braid was not returned; therefore, any contributing factors could not be assessed. Failure to open can be caused if the braid was overstretched during delivery or if the braid is deployed in a vessel bent. However, the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the stent was half closed in the distal. There was no resistance in the catheter during delivery or retrieval.